Manufacturer narrative:
Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient's wife stated that the patient received erroneous results when testing with coaguchek xs meter serial number (B)(4). Samples from the patient were tested using the meter at unknown times, resulting with values of 5.1 inr and 5.1 inr. Within 7 hours of meter testing on the same day, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.8 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient is currently in good condition. The patient's therapeutic range is 3.0 - 4.0 inr. The patient's testing frequency is once per week, but depends on the value. The patient did not prick his finger for sample collection at the time the meter countdown began. The patient does not have anemia and does not have antiphospholipid antibodies such as lupus. The patient did not take heparin or direct thrombin inhibitors. The patient's wife stated that the patient did not get enough vitamin k during the week of (B)(6) 2019. The patient had no bleeding or bruising which required medical treatment. The patient's product was requested for investigation.

Manufacturer narrative:
No product was returned for investigation, so further investigation was not possible. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.